Manufacturer narrative:
Correction b5: additional information received reports that the patient's high impedances was on one 3186 lead and not two 3286 leads as previously reported. Therefore, this lead is no longer reportable.

Event description:
Additional information received reports that the patient's high impedances was on one 3186 lead and not two 3286 leads as previously reported. Therefore, this lead is no longer reportable.

Manufacturer narrative:
B3: event date is estimated. D6a: implant date is unknown. During processing of this complaint, attempts were made to obtain complete device and event information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2023-04733. It was reported that the patient's leads had high impedances. Surgical intervention was undertaken, and the leads were explanted and replaced.